Event description:
It was reported that a software error caused a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with the help of technical support, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the error reappeared, which the customer acknowledged and understood.